Manufacturer narrative:
(B)(4). D10: unknown cup unknown. G2: foreign: singapore. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon struggled to have the screw implanted through the cup. No known impact or consequence to the patient. It was reported that no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified bio debris, nicks, and gouges from use. "Z" etch is present. Outer head circumference, taper below head, head underside, and threads show witness marks from insertion. No other damage was noted. All dimensions measured were conforming to specification. Pictures were not provided of the cup and it was not returned. Review of the device history records identified no deviations or anomalies during manufacturing for the screw. Review of complaint history found no additional related issues for this item and the reported part and lot combination for the screw. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.